Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, the pump was in the customer's pocket when the alarm was triggered. Customer had elevated blood glucose levels (473 mg/dl). Customer delivered a shot of insulin to stabilize blood glucose levels.